Manufacturer narrative:
Patient information was not provided. The serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication with the customer regarding a previous complaint, livanova (B)(4) was informed that the customer would not be releasing additional information regarding this type of issue. No further follow-up is possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On may 15, 2017, livanova (B)(4) received a medwatch report (mw5069277) stating that a patient developed a mass at the lower end of her sternum in 2016 after undergoing a septal myomectomy and mitral valve replacement in 2015 . The customer reported that a heater-cooler system 3t was used during the procedure.